Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe unit halts monopolar cautery and displays error c-34. System logs confirmed the error.the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer attempted troubleshooting by turning the system on and off, plugging and unplugging the monopolar cable in both ports and on the instrument, and replacing the monopolar cable. Despite these efforts, the issue did not resolve during the procedure, and both monopolar ports remained nonfunctional with the error persisting throughout. The procedure continued using the same erbe unit with the dry-cut function.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The issue was confirmed through a review of system logs, which showed recurring c-34, c-06, m-18, and m-11 errors on 18-dec-2025. Visual inspection identified slight discoloration and a small scratch on the heatsink which is related to the reported event. During testing, the erbe unit displayed a c-34 error at startup, and review of the erbe logs also revealed c-00 and m-11 errors. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.